Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing via a reduction in the intrinsic amplitudes during atrial fibrillation. Office testing found that the sensing was poor in all three vectors. The patient was then given amiodarone and converted into a normal rhythm. The local representative checked the device and discussed device programming with technical services. Later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a reduction in the intrinsic amplitudes during atrial fibrillation. Office testing found that the sensing was poor in all three vectors. The patient was then given amiodarone and converted into a normal rhythm. The local representative checked the device and discussed device programming with technical services. Later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.